Event description:
It was reported that the device would not power on or off, the button was inoperative. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined the cause of the reported failure to be a loose connection between the main keypad and used interface pcb assemblies. The connection was reseated and proper device operation observed through functional and performance testing. The device was then returned to the customer for use.